Manufacturer narrative:
Other was checked in error. The categories are for outcomes attributed to an adverse event. The categories are not applicable to the event. Corrected data: the manufacturer report number should have been 3006695864. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.

Manufacturer narrative:
Corrected data - report source - health professional, user facility and company representative. Within the initial report, only ''yes'' should have been selected for device evaluated by MFR. Placeholder.

Manufacturer narrative:
Field service specialist visited the account and the issue was confirmed. He replaced the hard disc drive and central processing unit board to correct the problem. System meets all amo specification and problem is resolved. While on site, found main switch wiring broken and a connector broken on graphic user interface board, replaced main switch and graphic user interface board to correct the problem, tested and system meets all amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that the system froze during irrigation/aspiration mode. The physician released the footpedal but the vacuum had still been active and a sound was still on. The physician could not operate the display and the monitor screen turned blue. Immediately exchanged with an alternative machine. It was reported that the event occurred after lens was implanted and healon vacuumed. No patient injury or surgical intervention reported.